Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the clinic complaining of chest discomfort one week after the implant procedure. An x-ray and echocardiogram were performed and a perforation was diagnosed. Intervention was performed where the rv lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains implanted and in service.